Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 132685 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 132685 and test base part number 195-430 / lot 130483a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132685 showed that the complaint rate is 0.01%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple false positive result with the ID now covid-19 assay confirmation testing with pcr generated negative results. No additional patient information provided.